Event description:
It was reported that during the unk surgery, the stapler cannot be used normally due to incomplete closure. Another device was used to complete the surgery. Our customer suspect it was battery issue. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2025 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Was the device difficult to close? Or would not close? -could not close completely 2. Was the firing sequence started but not completed? -yes if yes: 3. Did the device deliver any staples? -yes 4. If yes, were the staples formed properly? -unknown 5. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? -unknown 6. Were there staples missing from the staple line? -unknown 7. Were there two complete tissue donuts? -no 8. Was it a partial cut? If so what was cut partially, washer or tissue? -yes 9. Could you please clarify if there were any patient consequences? -no 10. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? -no this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.